Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: 02-020-11-0250 - truliant ps cem fem ps cem left sz 5, (B)(6), 02-012-60-1425 - logic stem ext 14mm x 25mm, (B)(6), 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t, (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant, (B)(6).

Event description:
Legal case ¿ USA (master case no. (B)(4), patient ID: (B)(6), related (B)(4). Additional information received from legal on 25-sep-2023- 9 jan 2024, (B)(6), rn- implant date: on (B)(6) 2021, for osteoarthritis, morbid obesity/ bmi 46 (op report attached), explant date: on (B)(6) 2022, post operative diagnosis: failed left knee, secondary to aseptic loosening of the femoral component and recalled tibial insert. Patient transferred to recovery room in stable condition. (Op report attached). The patient has filed a short-form complaint in a coordinated action in alachua county with master case no. (B)(4). Original description summary: additional information: legal short form received from legal on 20-jun-2023 legal case (B)(6). Implant date: on (B)(6) 2019 explant date: on (B)(6) 2023 no further information. Original description summary: experience report - USA. As reported, approximately 1.5 years post op the initial left tka, this 69 y/o male patient was revised due to a loose femur. Patient complained of pain. Due to recall surgeon used competitors implants. Patient was last known to be in stable condition following the event. Is the reported event associated with revision of exactech implants? Yes provide the initial implant date (index surgery date) on (B)(6) 2021. Was the patient revised to exactech devices? No. Due to recall surgeon used competitors implants. Is the reported event related to the breakage of a device? No did the reported event lead to a surgical delay/prolongation? No images? Yes. Attached x-rays? No. Patient ID: (B)(6).

Manufacturer narrative:
B4: corrected.

Event description:
As reported, approximately 1.5 years post op the initial left tka, this 69 y/o male patient was revised due to a loose femur. Patient complained of pain. Due to recall surgeon used competitors implants. Patient was last known to be in stable condition following the event.